Event description:
It was reported an issue with premicron suture.the customer reported:both aortic bursa thread failed during arterial decannulation (the thread broke).last week: additional hemostasis stitches were added due to bleeding from the bursa suture.description of consequences: additional hemostasis required + prolonged operating time.the previous reference did not present this type of problem.

Manufacturer narrative:
Summary of investigation:there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are (B)(4) units in stock in b. Braun surgical's warehouse.we have received one closed sample.to evaluate the conformity of the closed unit we have performed the knot pull tensile strength test and the result is (B)(4) kgf and fulfils the requirements of the european pharmacopoeia (ep):(B)(4) kgf in average and (B)(4) kgf in minimum.batch manufacturing record:reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements.conclusion root cause analysis:it has not been possible to determine the root cause because the closed sample received complies usp/ep and bbs requirements.final conclusion:although the result of the sample received fulfils european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed sample received.we apologise for any inconvenience that this issue may have caused and thank you for your collaboration.corrective measures:actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product.corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.